Event description:
Call received through technical services reporting patient received multiple shocks and on ventilator awaiting surgery for lead replacement. Oversensing noted and hr drop to 30 bpm at times. Patient died approximately 2 weeks later. Additional information reported patient shocked, aspirated, and then required mechanical ventilation. Later attorney alleges as result of lead, patient suffered physical injury and death on (B) (6) 2007. Further alleges that "on or about (B) (6) 2007, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention related to the defective sprint fidelis lead" and "on (B) (6) 2007, (patient) died as a result of injuries sustained as a result of the inappropriate and/or excessive shocking, fracture or other injury."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Attorney further alleges patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and "died as a direct and proximate result of defects" in lead.

Event description:
Call received through technical services reporting patient received multiple shocks and on ventilator awaiting surgery for lead replacement. Oversensing noted and hr drop to 30 bpm at times. Patient died approximately 2 weeks later. Cause of death requested and not received. Additional information reported patient shocked, aspirated, and then required mechanical ventilation. Later attorney alleges as result of lead, patient suffered physical injury and death in (B) (6) 2007. Further alleges that "in (B) (6) 2007, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention related to the defective sprint fidelis lead" and "in (B) (6) 2007, (patient) died as a result of injuries sustained as a result of the inappropriate and/or excessive shocking, fracture or other injury."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. It is not known if the device was explanted post-mortem. Attorney further alleges patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and "died as a direct and proximate result of defects" in lead. Additional information received from manufacturer's representative reported that after the patient was put on the ventilator, they could not extubate her and she died from pneumonia resulting from the aspiration.